Event description:
Consumer states she took some sleeping pills and went to sleep while laying on a heating pad. The next day she noticed that her back was burned.

Manufacturer narrative:
Consumer admits to laying on the heating pad and sleeping with the heating pad which are violations of the warnings and instructions provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). Consumer has not returned the pad.